Event description:
On (B)(6) 2025, during a procedure the operator intended to drive the table top down to unload patient, but table top tilted until the patient slid off of the top and onto floor. Causing the patient to fall onto the floor head first. The patient was rushed to the emergency room and was treated for head and neck injuries. The operator stated at the time of the incident, she believes she was engaging the patient horizontal loading button, but is not certain, because she was not watching the button being pressed.

Manufacturer narrative:
Functional checks performed of all positioning movements, using the panel buttons on local and remote consoles. Including joystick vertical drive, joystick trendelenburg drive, table top drive and c-arm drive. All drive functions are operating normally. Also verified horizontal load position button drives the table/c-arm to maximum low position, without impacting the floor.